Event description:
A report was received that following a permanent implant the pt was unable to use his leg due to numbness. The pt went to the hospital where it was discovered that the pt had a blood clot. The physician does not believe the clot was device or procedure related. The blood clot was removed and the pt was reportedly doing well.